Event description:
This will be file to report clip caught in chordae, gripper actuation issue, and deformed grippers. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 with a prolapsed posterior leaflet, flail, and enlarged atrium. An xtw clip was advanced to the mitral valve. The clip got stuck in chordae, however, was able to be freed. As the physician was attempting to grasp, the gripper was malfunctioning. It was slowly lowering and dropping the grippers was difficult. The decision was made to remove the device and use another. Upon inspection of the gripper, the gripper appeared to be malformed or damaged. Two clips were implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to open or close associated with gripper actuation issue (both) was not confirmed via returned device analysis. The reported material deformation of the gripper, however, was confirmed as one of the gripper arm was observed to be bent (deformation due to compressive stress). The reported difficult or delayed positioning during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the results of the returned device analysis (unable to confirm the reported gripper actuation issue), a cause for the gripper actuation issue (both) could not be determined. Difficult or delayed positioning associated with the clip interacting with the chordae appears to be related to patient morphology/pathology (prolapsed posterior leaflet and flail and an enlarged atrium). The reported material deformation associated with the observed bent gripper appears to be related to the clip interacting with the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.